Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was received at zoll medical singapore. The customer's report was duplicated and attributed to the defib monitor flex cable. The defib monitor flex cable will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.